Manufacturer narrative:
Based on the preliminary analysis of the returned unit, the reported event most likely resulted from the external defibrillation shock.

Event description:
Reportedly, on(B)(6)2019 , the patient had an atrial fibrillation and external defibrillation was performed. After the procedure, the subject pacemaker, which was implanted in the right pectoral position, was interrogated. It was reported that the pacemaker no longer functioned correctly. External defibrillation was performed again, after which interrogation was impossible. As the subject pacemaker was no longer functioning correctly, another pacemaker, which had previously been implanted in the left pectoral position and programmed in ooo mode, was reprogrammed in aai mode. In addition, another temporary pacemaker was arranged for the patient and it was programmed in vvi mode. Follow-up monitoring was conducted. On (B)(6)2019 , re-intervention was performed and the subject pacemaker was explanted. As no anomaly was found on the atrial and ventricular leads, they remained implanted and were connected to a new pacemaker. The pacemaker implanted in the left pectoral position was also explanted. Preliminary analysis revealed that the subject pacemaker switched in standby mode because of a temporary decrease in the battery voltage.

Event description:
Reportedly, on (B)(6) 2019, the patient had an atrial fibrillation and external defibrillation was performed. After the procedure, the subject pacemaker, which was implanted in the right pectoral position, was interrogated. It was reported that the pacemaker no longer functioned correctly. External defibrillation was performed again, after which interrogation was impossible. As the subject pacemaker was no longer functioning correctly, another pacemaker, which had previously been implanted in the left pectoral position and programmed in ooo mode, was reprogrammed in aai mode. In addition, another temporary pacemaker was arranged for the patient and it was programmed in vvi mode. Follow-up monitoring was conducted. On (B)(6) 2019, re-intervention was performed and the subject pacemaker was explanted. As no anomaly was found on the atrial and ventricular leads, they remained implanted and were connected to a new pacemaker. The pacemaker implanted in the left pectoral position was also explanted. Preliminary analysis revealed that the subject pacemaker switched in standby mode because of a temporary decrease in the battery voltage.

Event description:
Reportedly, on (B)(6) 2019, the patient had an atrial fibrillation and external defibrillation was performed. After the procedure, the subject pacemaker, which was implanted in the right pectoral position, was interrogated. It was reported that the pacemaker no longer functioned correctly. External defibrillation was performed again, after which interrogation was impossible. As the subject pacemaker was no longer functioning correctly, another pacemaker, which had previously been implanted in the left pectoral position and programmed in ooo mode, was reprogrammed in aai mode. In addition, another temporary pacemaker was arranged for the patient and it was programmed in vvi mode. Follow-up monitoring was conducted. On (B)(6) 2019, re-intervention was performed and the subject pacemaker was explanted. As no anomaly was found on the atrial and ventricular leads, they remained implanted and were connected to a new pacemaker. The pacemaker implanted in the left pectoral position was also explanted. Preliminary analysis revealed that the subject pacemaker switched in standby mode because of a temporary decrease in the battery voltage.